Event description:
Philips received a complaint on the heartstart mrx indicating that the device displayed the error message: treatment has been disabled during self-test. There was no patient involvement at the time the issue was discovered. Based on the results of the analysis provided by customer, the product was confirmed to be operating per specifications, and the cause of the reported problem was due to use error. The issue was resolved by doing the self-test correctly. A review of the service history for this device shows that the problem has not been reported again for this device.

Manufacturer narrative:
Phone number: (B)(6).